Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.

Event description:
It was reported that the patient¿s blood glucose level increased to 411 mg/dl while wearing the pod. Upon removal from the infusion site, the pod¿s cannula was found to be bent. The patient¿s parent also reported that the patient experienced thirst, headaches, and difficulty focusing at school. Additionally, the patient observed insulin leaking when the pod was removed and pain on insertion. As treatment, a new pod was applied.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.